Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Review of event description: it was reported that the femoral stem (implanted on (B)(6) 2009) broke at the taper between the stem and the turret. The patient underwent a revision surgery. Review of received data: no medical data (like surgical reports or x-rays) relevant to the case has been received. Product evaluation: as-received condition and disassembly: in the as-received condition the revitan stem was received disconnected at the connection between the connection pin and the distal stem body. The proximal part of the stem and the connection pin were still assembled. There was an asymmetric distance between the connection pin and the medial and lateral shoulders of the proximal part. The conical nut was in a non-central position, slightly shifted to lateral. Further, the proximal stem part was in a subsided position on the connection pin in such a way that the blasted region of the pin which normally is located outside the proximal part was inside the part. All parts were cleaned and disinfected. Then, the proximal part of the stem was clamped in a vice and the conical nut was removed with the wrench for nut instrument (ref. 01.00079.002). Underneath the nut the space surrounding the pin¿s thread was filled with a blackish appearing deposit which was removed. The impactor distal instrument (01.00409.811) was threaded on the connection pin. By applying a few hammer blows on the instrument the connection pin was removed from the proximal part. After removal various deposits were present on the connection pin as well as the inner side of the proximal stem part. The parts were cleaned to remove the deposits and disinfected again. Visual examination: on the revitan proximal part a band with shiny polished lines can be seen around the anterior, posterior and lateral side of the neck. A worn mark can be seen on the medial side of the anchoring region. Damage such as scratches and nicks can also be observed on the neck region as well as on the anchoring surface. This damage derived most likely from revision surgery. There are no signs of bone ongrowth on the anchoring surface. On the face surface of the revitan proximal part there are wear marks visible. On the inner side of the revitan proximal part, the taper region shows a worn area on the anterior, posterior and medial side. The cylindrical region is worn and exhibits a half-circumferential ledge which is more pronounced on the lateral side. Proximal to this ledge the lateral side of the cylindrical region shows slight worn areas. The connection pin exhibits surface changes. On the entire cylindrical region of the connection pin smeared material can be seen. In addition, some signs of corrosion can be seen in the proximal part of the cylindrical region. The taper region of the connection pin shows a mixture of polishing, smeared material, corrosion and fretting corrosion. In the blasted region of the connection pin a slightly polished stripe is visible just below the taper region. The distal part of the connection pin shows a mixture of polishing, smeared material, corrosion and fretting corrosion in the press-fit region and an elliptical-shaped groove, polishing and some dark deposits in the conical region. The thread of the conical nut is worn. On the distal face surface as well as on the lateral surface of the nut polishing can be recognized. On the proximal face surface, damage in the form of scratches and nicks can be observed that derived most likely from revision surgery. On the distal stem part, the medial and lateral side of the proximal face surface as well as the anterior and posterior shoulders are worn. The inside of the stem body is worn medially/laterally (implant position is not known) proximal so that the wall thickness is diminished. On the medial/lateral side a new ledge can be recognized further distally. There are two coarse marks on the medial/lateral inside of the stem body, most probably made during revision surgery. On the distal part of the revitan stem there are bone attachments in the finned region of the anchoring surface. In the proximal half of the anchoring region scratches and instrument marks can be seen. These were most probably made during revision surgery to help removing the stem from the bone. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Complaint history review: review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Conclusion: it was reported that the femoral stem (implanted on (B)(6) 2009) broke at the taper between the stem and the turret. Patient outcome-revision. Based on the information received the revitan stem was implanted on (B)(6) 2009 and revised 12 years and 6 months later on (B)(6) 2021 due to a stem breakage. In the as-received condition the revitan stem was received disconnected at the connection between the connection pin and the distal stem body. The proximal part of the stem and the connection pin were still assembled, however the proximal part was slightly tilted on the connection pin. Further, the proximal stem part was in a subsided position on the connection pin in such a way that the blasted region of the pin, which normally is located outside the proximal part, was inside the part. Bone attachments could be observed in the finned region of the distal stem part but not on the proximal part. On the proximal part of the revitan stem polished lines and a wear mark can be seen which could probably indicate movements between the part and the surroundings. It can be assumed that at one point in time, the taper connection between the connection pin and the proximal stem part as well as the press-fit connection between the pin and the distal stem body became loose, probably due to an overload. Which of the two connections became loose first stays unknown. Because of the loosening of the taper connection, movements between the proximal part and the connection pin were possible. This resulted in wear on the inside of the proximal part allowing the part to subside on the connection pin and tilt slightly to medial. The subsidence led to contact between the face surfaces of the proximal and the distal part resulting in wear on both surfaces. In the as-received condition the proximal part was fixed on the connection pin in a subsided position. In this position a half-circumferential ledge was formed in the cylindrical region, which is more pronounced laterally due to the tilting. After loosening of the press-fit connection of the distal part, the connection pin could move inside the stem body. The loosening of the pin resulted in wear on the inside of the distal stem part. This allowed a little by little tipping of the pin so that its distal end could touch the inside of the distal stem body and form a new ledge laterally/medially (implant position is not known) and wear medially/laterally proximal. Both the taper region and the distal press-fit region of the connection pin show a mixture of polishing, smearing, corrosion and fretting corrosion. The first two phenomena are most probably concomitants. However, it remains unknown whether the corrosion and fretting corrosion could have had an influence on the failure mode or are only concomitants as well. Based only on the retrieval investigation and with no clinical information at hand (e.g. Medical reports, x-ray follow-up, patient¿s bmi, type and level of physical activity, complete medical history, etc.) The reason for the loosening of the taper connection between the pin and the proximal part as well as the press-fit connection between the pin and the distal stem body stays unknown. The investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the femoral stem broke at the taper between the stem and the turret. Patient outcome: revision.